Event description:
It was reported the pt no longer had stimulation, and had lost communication with her ipg using the external devices. The sjm representative met with the pt and confirmed the issue. An x-ray was taken, and no anomalies were determined. Follow up identified the physician replaced the ipg. It was reported the stimulation was regained postoperative.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.